Manufacturer narrative:
Returned product consisted of a an ams800 pressure regulating balloon, occlusive cuff, and control pump. The ams800 occlusive cuff was visually and microscopically inspected, and functionally tested. No leaks were found. The device performed within product specifications. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
An artificial urinary sphincter(aus) device was returned to the quincy. This ncpr was escalated to a complaint due to the report of incontinence. It was reported that the implant was working properly but the patient leaks when standing due to his weight. The physician replaced the cuff to a smaller size to decrease the issue.

Event description:
An artificial urinary sphincter(aus) device was returned to the (B)(6). This ncpr was escalated to a complaint due to the report of incontinence. It was reported that the implant was working properly but the patient leaks when standing due to his weight. The physician replaced the cuff to a smaller size to decrease the issue.